Event description:
It was reported that when the clinician was accessing a transmission in carelink a message was displayed that "request cannot be completed at this time". It was identified that the carelink system had technical difficulties. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.